Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection did not reveal any damage to the conductor wires. The instrument also passed the continuity test. Additional observation(s) related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was black in color. The wire was exposed due to damaged insulation. There were no signs of thermal damage. No arcing was observed and there was no instrument collision. There are no photos or videos available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm maryland bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.